Manufacturer narrative:
Additional information: the patient was hospitalized and event treated with a stent in-stent percutaneous coronary intervention to treat the restenosis in a non-target vessel, and medication. Correction: during the index procedure two prevail balloons and two euphora rx balloons were used to treat a lesion in the proximal and distal rca. A chronic total occlusion was present in the proximal rca. In a subsequent non-clinically driven revascularization procedure of the lcma, 1st obtuse marginal, and proximal circumflex (de novo non-target vessels), one onyx frontier was implanted. There was no recent exertional angina and no orthopnea. The patient was not taking dual antiplatelet therapy within 24 hours prior to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: event term was updated to nstemi. Event was treated with medication. Patient recovered. Patient presented with symptoms of sudden onset central chest pain, dull aching and heaviness. The pain was described as pushing pain with no radiation and no associated featured of shortness of breath, nausea or dizziness. Angiography performed showed timi flow 1 and severe in-stent restenosis in culprit lesion (lad). Cath lab report showed culprit lesion vessel as nstemi with significant in-stent restenosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two prevail balloons and two euphora rx balloons were used to treat a lesion in the rca. In a subsequent revascularization procedure of the lcma, 1st obtuse marginal, and circumflex (non-target vessels), one onyx frontier was implanted. Six nc euphora rx balloons, three euphora rx and one prevail dcb balloon were also used during the revascularization procedure. Approximately 23 months post procedure and revascularization patient suffered spontaneous nstemi (in.stent restenosis). Patient was hospitalized and event treated with a percutaneous transluminal coronary intervention. It was reported that the event was seen via angiography and was clearly not in the territory of the target vessel.

Manufacturer narrative:
Additional information: event was resolved as timi flow 3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.